Event description:
Follow up information received from the patient reported that the ins battery depletion was not resolved as they need to have a new implant on their backside and can't get an appointment yet. It was stated that they received a new remote but can't be taken care of until they see the healthcare provider (hcp) and get the new implant as the current implant isn't working. It was stated that it was "installed" in 2010 and they think it is no longer worked. The patient also noted that their old remote was ruined because the batteries were corroded and can't program the new one until the new implant is put in.

Manufacturer narrative:
Device code no longer applies to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient had surgery on (B)(6) 2016 due to normal battery depletion of their previous battery. The battery had been in their 5 years and it was replaced. The battery in the body quit working.

Event description:
The patient reported that their implantable neurostimulator (ins) was not working (2-3 months prior to the report) which was also confirmed by their healthcare provider. The patient did not know if it was normal battery depletion and was unaware that the ins had a battery. The patient did not know when their ins stopped working because their bladder was doing fine. The patient recently had a leg surgery and was waiting for an ok from their healthcare provider to know when they were approved to have their ins procedure. Additional information reported that the patient met with their healthcare provider on (B)(6) 2016 for reprogramming and was being set up to have their battery replaced. The cause of the battery depletion was noted to be due to "life of battery." The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.